Event description:
Medtronic received a report that there was failure to detach. There was poor conformability and coverage of the larger more medial aneurysm irregularity. There has not been change in the aneurysm that would impact the device size since the baseline image. There was no device/marker protrusion result in an additional intervention during procedure. After detachment, the placement of the device was satisfactory. The device had adequate conformability to the shape of the treated aneurysm. Additionally, it was reported that the patient presented to the emergency room and stated that yesterday they began to develop fever, chills, shortness of breath, dysuria, and headache. The adverse event resulted in treatment actions (cbc, culture urine, culture blood, cmp, ua) and concomitant medication administered; however did not lead to blood transfusion, hospitalization, percutaneous intervention, surgical procedure, or physical therapy. The outcome status is recovering/resolving. Ae occurred post procedure, urinary tract infection. Brain imaging was performed in association with this ae. This did not result in a focal neurological decline of presumed vascular origin. Ae was not related to the disease under study, or an underlying condition or disease, and did not result from a device deficiency. The site assessed this ae as not related to the antiplatelet medication, study device artisse or detachment device, and possibly related to the procedure. The sponsor assessed this as at the time of initial entry, ae crf, including ae description and site/physician relatedness is incomplete. Per initial mdt assessment, causal to index procedure, not related to artisse device or apt regimen. The patient was undergoing surgery for treatment of a left internal carotid artery (ica) terminus bifurcation aneurysm with a maximum height of 3.78 mm, width of 4.84 mmm and maximum neck size of 2.5 mm. The patient's baseline modified rankin scale (mrs) score is 0 no symptoms assessed on (B)(6) 2026. Parent artery stenosis greater than 5% - 25%. Additional information was received reporting the narrative of "there was poor conformability and coverage of the larger more medial aneurysm irregularity" was replaced with "more than 3 attempts were made to detach device before switching to the second, the device was noted not to be detached upon completion of the detachment process. There was concern for "sticky" tether they proceeded by gently torquing the device delivery wire under biplane fluoroscopy." Additional information was received reporting that the patient had labs drawn including cbs, cmp, ua. Patient also had cta of head and cardio as well as a CT of their head. Nothing of note was found from the imaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.